Event description:
It has been determined that the event of rupture did not occur. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Patient's spouse reported right side "possible rupture" diagnosed via ultrasound. Healthcare professional later reported "despite ultrasound read of [right side] implant rupture, they were intact but flipped", "likely this was a fold issue", "defect in the implant even if there was no frank rupture", "implant malposition", "robust crease noted on medial quadrant", "0 holes observed", "bottoming out", and "high riding nipples". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to h6 adverse event problem: supplemental medwatch #1 un-reported this record after healthcare professional reported "0 holes observed" on the explanted right side device. This record is now reportable again due to the report of implants being found "flipped", captured as a150202 malposition of device. Reason for reoperation: suspected rupture; implants found "intact but flipped" during surgery device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ changes in sleep habits: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on the device. ¿ flipping: observed creases on the device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported possible rupture confirmed by ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.